Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record and complaint history review cannot be completed. Our investigation including a clinical evaluation noted that based on the images alone, the subsidence was most likely due to the non-union of a highly comminuted femoral fracture and sub-optimal bone quality and poor bone support of the stem. There are unknown comorbidities and no weight bearing status available. The patient impact beyond the reported revision due to subsidence cannot be determined. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and device information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed on the patient due to subsided implants. Echelon stem, acetabular liner and femoral head exchanged. No additional procedure details provided.